Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 448 mg/dl and a large level of ketones were present. The pump supplies were changed and an insulin injection was administered and the bg level did not decline. The customer was admitted to the hospital and was treated with intravenous fluids, potassium and insulin injections. The high bg and ketones were resolved and the customer was discharged the next day.